Event description:
It was reported that during preparation for a pci procedure, the liberte stent dislodged from the delivery device when the protective sheath was removed. There was no contact with the patient, and the procedure was completed with a different device.

Manufacturer narrative:
.